Event description:
During an anterior cervical fusion, c6, c7, the tip of the screwdriver broke off inside the screw head and remains in the patient. Surgeon is not planning to revise at this time.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Surgeon is not planning revision at this time. The manufacturing evaluation has been completed. The device was measured and passed specifications with the exception of length, due to the tip deformation. The material and hardness could not be determined. The subject device has gone for additional evaluation.